Event description:
At 1 year from the primary, the patient came in reporting pain and the cause is unknown. The shoulder was making a popping sound. The surgeon believes there was impingement between the glenosphere and the patient's bony anatomy. The surgeon revised the metaphysis, liner, and glenosphere. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 05 june 2024. Lot 2246183: (B)(4) items manufactured and released on 02-feb-2023. Expiration date: 2028-01-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.